Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump basal rates are not correct and has experienced high and low blood glucose of 75 mg/dl to 140 mg/dl. Troubleshooting found that the infusion sets do not adhere correctly to the customer, however the customer did not want to troubleshoot for this issue or for his blood glucose.